Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. It was reported the patient was hospitalized for the peritonitis event the same day as diagnosis. It was reported the patient was treated with unknown antibiotics (dose, route and frequency not reported). One day after receipt of this report the pd catheter was removed and the patient was switched to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.